Event description:
During placement of formula 418 stent, the stent slipped off of the balloon when the physician pulled back on the delivery system in order to position the stent closer to the ostium. The stent slipped about a quarter of the way off of the balloon. The distal marker was in the middle of the stent. The physician inflated once, and then pushed the balloon distal to deploy the distal end of the stent. The stent; however, was still in a good position, although the physician would have preferred for it to be a little more distal, so it was not hanging in the aorta more than he wanted. Info provided states that the tech did not prep the stent and that the inflation device was not even attached until the attempted inflation.

Manufacturer narrative:
Evaluation: this event is still under investigation.